Event description:
It was reported via repair work order that the stretcher would unintentional zoom however, there were no defects found. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.